Manufacturer narrative:
Beginning 05/31/2012, u.s and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 05/26/1998 and has no repair history at zimmer surgical. Evaluation of the device observed that the needle bearing was missing from the end of the shaft, causing the reciprocating arm to move erratically and be noisy. It was also observed that the head, swivel and air hose were damaged. Prior to repair, the device was within calibration setting at all thickness levels. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling. According to the instructions for use the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome was shredding the skin. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.